Manufacturer narrative:
The referenced report of distal end percutaneous lead (driveline) replacement is covered under medwatch MFR report #2916596-2018-00660. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 5 years and 11 months.  The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. Log files were submitted post distal end percutaneous lead (driveline) replacement. Log file analysis completed by the manufacturer¿s technical services representative revealed 3 pump stoppages, 19 low speed operations, and 4 low speed advisories taking place on (B)(6) 2018. These events take place while the patient is connected to battery power. The patient received a pump exchange on (B)(6) 2018. No additional information was provided.